Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 4592-53 lead, implanted (B)(6) 2007.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD wa s removed and replaced. No patient complications have been reported as a result of this event.